Manufacturer narrative:
A steris service technician inspected the table, went through all operations, found it to be operating properly and was unable to reproduce the reported event. The 3080 rl table is approximately (B)(6) and steris engineering has estimated the useful life of this table to be 10 years. The table is not under steris service contract and is serviced and maintained by the user facility's biomedical staff; preventive maintenance records were not made available by the facility. This event is attributed to user error as hospital personnel unlocked the table during a patient procedure. The equipment manual states (pp 1-1) "patient injury hazard - the following warnings must be observed when operating this table: tipping hazard - do not use table unless floor locks are engaged. Tipping hazard - do not release floor locks while patient is on table." Steris offered in-service on proper operation of the table; the user facility declined.

Event description:
See uf medwatch: (B)(6) hospital center.